Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and an obturator sling was implanted. The patient states that the sling had to be released and she has been left scarred emotionally and physically and can no longer feel her insides. The patient cannot tell when she needs to urinate and must self-catheterize 3 times a day. Additionally, she is in constant pain in the thighs and outside the pubic area, cannot get comfortable no matter how she sits and cannot walk without someone to lean on. Additional information is not available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.